Event description:
The end-user was sitting in the wheelchair (transport chair), shopping at a grocery store, when she had a heart attack. She leaned back in the wheelchair, and the upper bars snapped in half - she landed on the back of her head and broke her head open. She was taken to the hospital, and spent two weeks there, healing from the heart attack and head wound. The end-user was reported as being in the grocery store with her friend at the time of the event. Her friend went to go get carrots, which left the end-user alone for a few minutes. The end-user had the heart attack, and, again, fell back and hit her head, causing her to need 5 stitches. She is reported as doing ok. The device was returned to compass health brands on 2/13/2017, and its composite aluminum bars were found to have cracked/broken just above the lever to fold the backrest down - as a result, the backrest can no longer secure in place.